Event description:
Boston scientific received information that during a routine implant procedure, this right atrial (ra) lead revealed a rise in pacing impedance greater than 2000 ohms during product testing. Due to safety reasons the physician elected to implant a new ra lead prior to pocket closure. A new lead was successfully implanted. This patient is not pacer dependent and no adverse patient effects were reported. The lead will be returned for analysis.

Event description:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits as the lead passed all electrical testing. Microscopic inspections of the terminal pin assembly and lead body revealed set screw mark noted on terminal pin; no signs of set screw mark or drag mark noted on terminal ring. Also it was noted that on the, electrode tip found the helix was unable to extend most likely due to dried blood in mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as this occured during an implant procedure.